Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported while on a cruise (B)(6) 2025, they developed dka (diabetic ketoacidosis) requiring medical assistance at the medical center on the cruise ship. Blood glucose levels were reported to have elevated to 700 mg/dl. The patient reported they lost their omnipod controller therefore, they were unable to deliver bolus insulin with the omnipod system. The patient refused to provide information on pod use, symptoms, and treatment associated with the medical event. The patient also did not provide information on if they switched to an alternative form of insulin delivery. The patient was released from the medical center after 2 days. Due diligence attempts to contact the patient for additional information were made; however, the patient was unable to be reached. If additional information becomes available at a later date, a supplemental report will be submitted.